Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A110201 was coded for the wag options not working when using the buttons on the pendant. A1502 was coded for wag issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when using the wag and iso-wag buttons on the pendant, the wag options worked one out of ten times. When it was not moving, the site biomedical engineer could not hear any sounds from the system. Sometimes he would hear a short sound, but the system stopped shortly after that. There was no patient involvement.